Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, the patient had a right knee revision on (B)(6) 2018 due to aseptic loosening of the femoral component. However, during this procedure, the patient was re-implanted with a second recalled optetrak polyethylene tibial insert (serial #: (B)(6)). The patient experience pain in the right knee and will likely require a re-revision surgery at a later date. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.